Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had an alert black circle on the screen. Customer replaced the battery, reset the time and date, and device functioned. Then after five minutes the device continued with same anomaly. Customer stated it was a warm day and hasn't worn the device. Customer stated the device might have bit of sand but the compartment is ok. Customer was advised to remove the battery for two hours and call back if issues persisted. Customer's blood glucose was 8.8 mmol/l. Customer didn't call back after the two hours. The device is not returning the device for analysis.